Event description:
During procedure the manometer of this device was defective. Reportedly, the gauge became stuck. Device was removed and replaced. Pt is reported as fine and device is being returmnred for co's analysis.